Event description:
It was reported the customer had low blood glucose. The customer stated that his blood glucose was high before bedtime and treated with a bolus. Shortly thereafter, the customer experienced low blood glucose and paramedics were called out.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.